Event description:
Pt with glycogen storage disease dependent on continuous night drip feeding of vivonex to maintain blood glucose. Father found pt dead and pump turned off. Father does not know whether he may have forgotten to turn it on or the pt may have turned it off. He does not think the pump malfunctioned.